Event description:
It was reported that pump displayed malfunction code malf 21 with fault ID 0x2238 and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy while technical support arranged a replacement pump.